Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of the incident. The time of the hospitalization was 4pm and the date of the hospitalization was (B)(6) 2015. The customer stated that she was wearing the insulin pump at time of call. The insulin pump will not be returned for analysis.